Manufacturer narrative:
The biosense webster failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib-paroxysmal) and suffered cardiac tamponade that required of pericardiocentesis. During ablation phase, after an impedance rise, the patient¿s blood pressure decrease. Pericardial effusion was confirmed with ice. Pericardiocentesis was performed to removed fluid from pericardium. It is unknown if the extended hospitalization was required as a result of the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no patient factors cited that may have contributed to the adverse event. It was noted that the impedance cutoff value was not reached. Transseptal puncture was performed. The information of the transseptal needle and sheath is unknown. There¿s no information regarding generator parameters at the time of injury, ablation time and last ablation cycle at the site of injury. Patient received anticoagulant (unknown) during the procedure, the activated clotting time (act) is not available.

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib-paroxysmal) and suffered cardiac tamponade that required of pericardiocentesis. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no patient factors cited that may have contributed to the adverse event. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 8/23/2018, it was noticed that corrections were needed to manufacturer state code and manufacturer contact state code of the initial 3500a. Both of these fields are being changed from (B)(4).